Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue. It was further reported that when the patient connected the clampex connector from the dialysate bag with the spike connector of the supply line of the cassette, ¿it would not tighten and kept spinning without stopping¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included an under water pressure test, self-test and priming with no issues noted. All connectors were able to be properly connected; no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.